Event description:
Reportedly, a dual chamber pacemaker system was implanted with a screwvine 52sep (s/n (B)(4)) lead in the atrium on (B)(6) 2018. At a routine follow-up on (B)(6) 2022 high atrial lead imbedance of 3000 ohms was observed. As the patient is suffered from atrial fibrillation the device was programmed to vvi pacing mode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, a dual chamber pacemaker system was implanted with a screwvine 52sep (s/n: (B)(6) lead in the atrium on (B)(6) 2018. At a routine follow-up on (B)(6) 2022 high atrial lead impedance of 3000 ohms was observed. As the patient is suffered from atrial fibrillation the device was programmed to vvi pacing mode.